Manufacturer narrative:
Patient/family was the initial reporter.

Event description:
The customer received a blood glucose reading of 169mg/dl on the contour next link 2.4, retested on a different meter and the reading was 88mg/dl. The difference between the readings falls in the "c:" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The strips were not expected to be returned for evaluation. A new kit was sent to the customer.